Manufacturer narrative:
Updated describe event or problem.

Event description:
It was reported that removal difficulties were encountered. The severely stenosed target lesion was located in the coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, upon removal, it could not be withdrawn. It was noted the procedure was completed with this device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was located in the circumflex artery. The device was simply removed from the patient's body without any medical intervention performed.

Event description:
It was reported that removal difficulties were encountered. The severely stenosed target lesion was located in the coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, upon removal, it could not be withdrawn. It was noted the procedure was completed with this device. There were no patient complications reported and the patient status was stable.